Event description:
Pt's generator began protruding approximately 2 months post-implant, causing pain for the pt at the generator site and an inability to move their left arm at times. Revision surgery will likely be performed. It was reported that the device has not extruded through the skin, but that the generator had migrated and was protruding from underneath the skin. The pt reported that the generator was initially located below the level of the chest incision, but that it was now located directly underneath the chest incision, where half of the generator was below the incision and the other half was above the incision.